Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is broken. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, and cracked reservoir tube lip.